Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a consumer that they do not think the patient's implant is on, even though the implant is fully charged. They think the nursing facility let the implant deplete and that is why therapy had turned off. The patient has return of symptoms (can't talk, move their head, and has pain in their shoulder and head). It has been a week since return of symptoms. It was reported by the healthcare provider (hcp) that they typically charge the patient's implantable neurostimulator (ins) for about 3 hours, 3 times each week. When attempting to charge the ins this week, the implantable neurostimulator recharger (insr) displayed the charge sufficient message and did not start the normal charging process. They stated the patient is moving their neck a lot and the patient's relative told them that the patient does that when the ins becomes completely depleted. There have been instances before in which the patient moves their neck around more than usual because the implanted battery had died, though the caller did not have any further details about these instances. Technical services was able to confirm that therapy was off and coached the hcp to turn therapy back on. The ins and insr is full. They stated the patient's head was still moving weird and it was reviewed that it can take time for the patient to recover, however, the patient should follow up with their hcp regarding the head still moving weird. The patient's sister will drop by later with the patient programmer (pp) and they can use the pp to check the implant status later if they want. They were reminded to recharge the patient before the ins depletes, otherwise therapy can be turned off.